Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "cassette damaged" alarm. The latch was closed, a downstream occlusion (dso) range test was performed and the pump was visually inspected. The reported issue was unable to be duplicated. In the ehl, several entries of "cassette damage" were found. The customer should inspect any cassettes being latched to pump. The pump's dso values were within specification but upon further inspection, the dso seal was found forming an air bubble. The dso seal will be replaced to insure proper use of pump.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
It was reported the device gave a "cassette not attached" alarm. No adverse effects to patient reported.